Event description:
Customer reports that the staples do not close and remain blocked. No pt/user injury or intervention reported.

Manufacturer narrative:
Additional lot #: t1248602. Evaluation: results: other- one sample jaws not properly assembled, one sample the spring jaw not properly assembled, and one sample the knob was not properly assembled. Conclusion: other - defect caused by operator error on production line. Corrective action taken.